Manufacturer narrative:
E1: event city: (B)(6). Event country: netherlands. Name: tandem street: 11045 roselle street line 2: suite 200 city san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a low blood glucose event associated with a bent cannula. The low blood glucose was treated with carbohydrate intake.